Event description:
It was reported to medtronic minimed that the customer called in to report sensor updating and change sensor alerts, along with a high blood glucose (bg) event. The event involved product(s) mmt-342,mmt-1884,mmt-7715,mmt-431ag. The customer was using a 780g system and reported that the sensor was not reading, which led to high bg. The current bg value is 140 mg/dl after being elevated for more than four hours. The high bg was managed with manual injection/insulin pen. During troubleshooting, the customer was able to perform an hp test with a tubing clamp, which initially failed but passed on the second attempt. Troubleshooting was performed and customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further customer complications were reported. Mmt-342,mmt-1884,mmt-7715,mmt-431ag were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.